Event description:
It was reported that (1) device was used during a hartman's procedure. It was reported by the affiliate that the tx30g instrument was used. No staples were found and the distal part of the bowel was open. Also no staples were found in the pelvis, the specimen or the distal bowel end. The distal bowel end was closed with sutures.